Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced malaise. The cgm was reading low, and the blood glucose was not checked. The patient self-treated with carbohydrates. She presented it to the emergency department due to presyncope. There, the bg was around 300 mg/dl and the cgm reading was low. The patient was hospitalized for 2 days and treated with an IV drip and recovered after treatment. There was no documentation of further medical intervention. At the time of the report, the patient was doing well with stable readings. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).